Manufacturer narrative:
It was reported that device failed pre-use check and an abnormal sound coming during pre-use check was heard. Identification of issue has been done by analyzing problem description and service report. The o2 gas module was found defective and was replaced to resolve the issue. The device was delivered to the user in working condition. The issue was decided to be reported as a defective gas module may lead to stop of ventilation, low o2 or high pressure. Unfortunately, the device's logs and defective part were not available for further analysis, hence the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check and generated abnormal noise. There was no patient involvement. Manufacturer's ref. #: (B)(4).